Event description:
It was reported that during an abdominal aortic aneurysm (aaa) endoprosthesis implantation surgery, two proglide device failed. The sutures did not work. A new proglide device successfully achieved hemostasis. No additional information was provided.

Manufacturer narrative:
The additional device referenced in b5 is filed under a separate medwatch report number. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. No failure mode was identified during returned analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews was not performed because specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.